Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to recurring incontinence. At a later date, a new aus was implanted. There were no additional patient complications reported.